Manufacturer narrative:
(B)(6). The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a retropubic sling placement procedure sometime in (B)(6) 2013. Soon after the procedure, the patient began experiencing partial, intermittent voiding dysfunction/ongoing partial retention, which the physician is monitoring and believes is related to the device being placed too tightly below the urethra. It is unknown if the patient was catheterized or received any medical intervention. The patient, who is over 18 years of age, is reportedly in stable condition.